Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) presented with a defect in the material. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Excessive viscoelastic is observed in the device. Excess viscoelastic is observed on the outside of the barrel, door and nozzle. The plunger tip is at the far side of the loading area. The plunger has evidence it was fully advanced (viscoelastic on the plunger shaft that is in the barrel). The lens is under the plunger in the loading area. The trailing haptic is broken. The broken portions are in the nozzle entry area. The reported broken haptic was observed. The haptic was broken due to a plunger override. The root cause appears to be related to a failure to follow the dfu. The device has been overfilled with viscoelastic. Excessive viscoelastic is observed in the device and covering the outside of the barrel,loading area door and the nozzle. The dfu instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Two photos are available in the file for review. Photo one shows the device on its side. The mylar displays the diopter of this product as 26.5. The plunger lock and lens stop have been removed. The plunger is oriented correctly. There appears to be dried viscoleastic in the tip of the device. The photo shows the indication of yellow (the lens) present in the loading area. The plunger appears to be located at the loading area/entrance area. No determination of lens damage can be made based solely on the photo. Photo two shows a close up view of the serialized mylar on the posterior view of the device. The visible serial number is (B)(4). The photo shows the indication of the lens in the device loading area. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Based on our observation of the attached photos, the iol cannot be clearly observed, and the reported complaint of "a crack in the haptic" cannot be confirmed. Clinical solution appears to be present in the device. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information provided by the customer stating the issue was a cracked optic.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received stating the event as a broke haptic before surgery. There was no patient involved.